Event description:
Patient reported implant rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Information contained in this report was previously submitted through [asr/psr/410psr] on 11/01/2022. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient additionally reported seroma and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Device remains implanted.

Manufacturer narrative:
There is no confirmation of explant surgery.

Event description:
The patient reported an "implant rupture". Patient later reported the events of seroma and capsular contracture, baker grade unknown, diagnosed by palpation and ultrasound. Pathology report showed "fibrous capsule tissue with discrete, non-specific granulating inflammation from a pronounced macrophage reaction". The device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture, seroma-late: unable to observe since it is a medical event and is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.' The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side rupture. Healthcare professional additionally reported left seroma and capsular contracture baker grade unknown. The device has been explanted and replaced.